Event description:
Device report from (B)(6) reported an original operation occurred in (B)(6) 2011. Surgery included an osteotomy at l2-l3 and a subsequent reduction of kyphosis form degenerative scoliosis. Bone graft was used, when the pt was revised there was no bone graft formed. Revision in (B)(6) 2011 as the rod broke in situ. Part produced at (B)(6) on the (B)(6) 2010.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as the product is just entering the evaluation process.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the rod were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with international standard. The manufacturing documents were reviewed and no complaint related issues were found. The fracture face is homogenous which indicates material conformity. No product fault could be detected. Based on the provided information, it is possible that a combination between weight and height of the patient, a damage of the rod surface caused by bending the rod, missing anterior support and the not formed bone graft caused a fatigue breakage of the rod.